Event description:
It was reported the pt experienced a fall and hit the scs ipg incision site. During a f/u for the fall, the physician determined the wound was not healing properly due to an infection at the ipg incision site and the pt was referred to a wound care facility. As a result, the scs system was explanted and the pt was treated with antibiotics.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.